Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (non-functional ECG electrodes) was confirmed. As received, the belt failed ECG fall-off testing. Upon evaluation, the blue +5.5v wire was intermittent inside the cable connecting the distribution node (dn) and front te, between the front te and ECG electrode a. The cause of the non-functional ECG electrodes is the open wire. The root cause of the intermittent wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.